Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. The customer's blood glucose level was 163 mg/dl,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.